Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). Apart form the pump issues, there were no further presenting symptoms on the patient. A revision surgery was requested but it had not been scheduled yet.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegations of inflation issues could not be confirmed through product analysis. DHR review (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. The pump was visually and microscopically tested. The pump kink resistant tubing (krt) was fatigued and worn to filament. The component passed all the functional tests performed. The cylinders were visually and microscopically examined revealing wear at fold in the cylinder bodies. The krt of the cylinder 1 was worn down to filament; however, the cylinders passed all tests performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). Apart form the pump issues, there were no further presenting symptoms on the patient. A revision surgery was performed. No additional information was reported.